Event description:
It was reported that prior to a port placement procedure, the guidewire was allegedly not included in the kit. It was further reported that it looked like it was temporarily secured with cellophane tape, and suspected that it had been opened at some point. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one unsealed empty port kit package was received for evaluation. Along with the sample, six photos were provided for review. The photos show an unsealed tray in which cellophane tape is noted to be attached on it. Visual evaluation was performed on the returned sample. No components were returned within the packaging. Outer adhesive label on the box appeared to have been ripped and returned. No other anomalies were observed. The photos show an unsealed tray in which cellophane tape is noted to be attached on it. However, the investigation is inconclusive for the reported unsealed package issue as the device was received in an unsealed condition. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure the guidewire was allegedly not included in the kit. It was further reported that it looked like it was temporarily secured with cellophane tape, and suspected that it had been opened at some point. The procedure was completed using another device. There was no patient contact.